Event description:
The backboard for the cart was reported to have cracked while being used as part of a cardiac code. While the pt subsequently died, it was reported by the hosp that there was no causal relationship. It was reported that the backboard was original to the cart which was sold in 2001, and that a crack was noted on the board prior to use. The backboard was disposed of by the facility, so no analysis or inspection was possible.

Manufacturer narrative:
A change was made to the backboard material in 2003 and in 2005. A warning label as added to the backboard advising to periodically inspect the board and to replace if worn or damaged. In 2008, a letter was distributed to all known user facilities to replace backboards at least once every five years and to inspect/replace boards that are worn or damaged. It was advised that our norway distributor had received this notification and forwarded it to end user facilities including this hosp. It was reported that this board was original to the cart and that damaged had been noted prior to this usage. The backboard was disposed of by the facility, so no further review or inspection could be conducted.